Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related MFR (B)(4).

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. On 01/08/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wire exposed at the end of the fenestrated bipolar forceps.